Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: during the initial procedure there were no complications and the review of the provided x-rays found anatomic alignment, bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02146, 0002648920 - 2021 - 00208, 0002648920 - 2021 - 00207, 3007963827 - 2021 - 00166.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. The patient demonstrated improvement and high satisfaction through the six month follow up. At the 1 and 3 year follow-ups, the patient was dissatisfied while pain and difficulties increased. No intervention has been reported. Attempts have been made, but there is no additional information at this time.